Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was experienced during service evaluation. Evaluation found the buttons acted as if they were pressed 2 times for a single press. This condition was determined to be caused by corrosion on the keypad flex cable. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (self-activation or keying).

Event description:
During baxter's evaluation of a spectrum pump, the device had a keypad malfunction. There was no patient involvement.